Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one electronic photo and one x-ray image was provided for review and one power port isp MRI implantable port was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The photo shows a package containing the catheter into two segments. Blood residue noted on the catheter. The edge of the catheter attached to the port body is noted to be uneven. There is one xray provided that is a chest film. There is a port on the right chest wall. The port catheter is attached to the port. The catheter is fractured as it crosses the clavicle. The distal end of the port catheter is not identified in the films. Presumably this embolized to the right atrium or pulmonary artery. It may have been removed or be lost in the imaging provided. A complete compound break was noted on the distal end of the attached catheter. The edges of the complete compound break on the distal end of the attached catheter were noted to be uneven. The surface was noted to be granular throughout. The edges of the complete compound break on the proximal end of the catheter segment were noted to be uneven. The surface was noted to be granular throughout. Therefore, the investigation is confirmed for the reported fracture, fluid leak, suction issue, material separation and identified migration issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B1, b2 (event attributed to), g3, h6 (patient, device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the MRI powerport isp. 1 years and 9 days post procedure it was reported that, prior to chemotherapy administration the nurse observed an inability to draw blood back. Imaging performed that morning revealed catheter complete fracture. Additionally minor blood oozing noted. Reportedly patient had experienced pain. The operating surgeon removed the port and confirmed catheter breakage. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the MRI powerport isp. On (B)(6) 2025, prior to chemotherapy administration, the nurse observed an inability to draw blood back. Imaging performed that morning revealed catheter complete fracture. Additionally minor blood oozing noted. Reportedly patient experienced pain. The operating surgeon removed the port and confirmed catheter breakage. There was no reported patient injury.